Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic on (B)(6) 2016 intermittent capture was noted on the left ventricular lead. The physician programmed the patient to right ventricular pacing only. On (B)(6) 2016 the physician performed a lead revision due to left ventricular lead dislodgement. The lead was capped and replaced successfully. The patient was stable throughout the procedure and would continue to be monitored.